Event description:
It was reported screw broke inside implant and was unable to retrieve it. Tooth 10.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 3.25 x 13mm, bost3213 was returned for investigation. Visual inspection identified significant bone tissue attached to the threads. A fractured screw was identified within the drive feature of the implant. No pre-existing conditions were noted on the complaint. Bone density type unknown. The reported device was located on tooth #10 (universal). Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019072121). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be completed for the unknown screw since the item/lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review was performed for the reported lot number (2019072121) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint history review could not be performed for the unknown screw since the item/lot number was not provided. Post market trending was reviewed and there were no negative trends or corrective actions for the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.